Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: we have had two sets in the last week that leaked at the house-shaped filter.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: we have had two sets in the last week that leaked at the house-shaped filter.

Manufacturer narrative:
H.6. Investigation: the customer reported that two different sets leaked at the filter, and returned two used sets of material #2432-0007. The two samples had a similar failure of leaking from the air vent, the only difference is sample 1 leaked from both vents and sample 2 only leaked from the first vent. Our filters are a supplier part, and the supplier has informed us that these types of failures are from drugs/concentrations used by the end user. Advice from the filter manufacturer: filter vents ¿wet out¿ and leak when used with substances with a surface tension under 27 dynes. (That is most or all alcohols). Any percentage of alcohol in a drug will compromise the hydrophobic quality of the air vent membrane, causing a leak. The root cause for the filter leaks are unknown after supplier investigation, as they restored the vent membrane after a ipa/water flush. Post flush, both filters passed pressure hold testing at 29 psi for 15 minutes. A device history record review for model 2432-0007 lot number 21046241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21046241 regarding item #2432-0007.